Event description:
A customer reports, "during the night they got electrical shocks" from their abbott diabetes care device. No further details were provided. There was no report of fire, smoke, or explosion, there was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Customer stated that during the night they got electrical shocks. The returned sensor was further investigated and de-cased and no issues were observed on the sensor¿s pcba (printed circuit board assembly). A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck and no signs of damage were observed during the inspection. The sensor data in the initial scan from previous phase investigation was reviewed and the puck was observed to be in sensor state 6 (early termination). An smu (source meter unit) test was performed using test fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. The returned puck had an electrical current measured to be within specification, which indicates no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed, and the temperature was observed to be within specification, indicating that the puck's thermistor was fully functional. A power consumption test was performed using a keithley source meter and a known good libre reader. An off-current result and an on current result of were recorded. Both values were within specification. The results of the power consumption test show that there is no excess current draw within the sensor. The sensor passed all functional testing and there are no signs of fire, smoke, or explosion occurring; this sensor is working as intended. The power consumption testing results also show that the sensor is not drawing excess current that could lead to fire occurring; therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "during the night they got electrical shocks" from their abbott diabetes care device. No further details were provided. There was no report of fire, smoke, or explosion, there was no report of death, serious injury, or mistreatment associated with this event.